Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended multiple trouble-shooting options. The customer was not infront of the unit at the time of the call, but confirmed that he would attempt those, and follow up if needed. Customer called back into tac and noted that the error code was still present following the trouble-shooting options. Tac recommended returning the device. Prior to the device¿s departure from the facility, the facility¿s olympus representative (rep) made a visit and was reportedly able to resolve the error code. The device is currently not scheduled to be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.